Manufacturer narrative:
Event site postal code:(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the iab could not be delivered from the abdomen to the descending aorta and could not be used. Iab therapy was abandoned without using the next iabc because there was considerable vascular tortuosity. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.